Event description:
A surgeon reported a posterior capsular tear, extending anteriorly was noted at the phacoemulsification during laser assisted cataract surgery. The patient's capsulotomy was free floating, however the surgeon opened the primary incision right after opening the secondary incision, without stabilizing the anterior chamber first with viscoelastic. No vitreous loss was observed. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. (B)(4). This report was mailed to FDA on: (B)(4) 2014. The manufacturer internal reference number is: (B)(4).